Manufacturer narrative:
Method: complaint history review; risk assessment; results: not results available since no evaluation performed. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported that; on the return note from the customer it is noted the implant broke during implantation.

Event description:
It was reported that; on the return note from the customer it is noted the implant broke during implantation.